Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported after wearing the pod on his hip or buttocks he noticed an infection the size of a quarter to the left side of and on the right side it was the size of a silver dollar. The insertion site was red and there was also bruises noted. He had been taking two type of oral antibiotics, cephalexin and sulfameth, and also using mupirocin (topical medication) for about a week and a half at the time of his call.